Manufacturer narrative:
Device description reported as an unknown 5x11 cr insert. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised patient's left knee; patient presented with pain and instability, surgeon revised to thicker poly.